Manufacturer narrative:
Batch review performed on 24 june 2021: lot 2003845a: (B)(4) items manufactured and released on 11-jan-2021. Expiration date: 2025-12-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Preliminary investigation performed by r&d department: the fracture of the acromion is known to be associated to repetitive abutment of the humerus or overtensioning of the deltoid caused by excessive humeral distalization. Given the information at hand and the absence of x-rays, it is not possible to determine the root cause of the event. No action is suggested. Another devices involved: batch review performed on 24 june 2021: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2003795:(B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot 179117: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0184 short humeral diaphysis - cementless - 11 (k180089) lot 1900960: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Primary surgery performed in (B)(6) 2021. Fracture of the acromion detected 1 month after the surgery. No revision surgery scheduled at this time.